Event description:
It was reported that a proultra tip #8 separated outside of a pt's mouth. No injury resulted.

Manufacturer narrative:
Though there was no report of pt injury, there have been previous reports of this malfunction in the past two years that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr (B) (6)). Therefore, this event is reportable per 21 cfr part 803.